Event description:
The customer could smell insulin, but she continued to administer bolus doses with the device. Her blood glucose continued to rise and reached 444 mg/dl. She was in contact with her insulet clinical services mgr who told her to change pods. She is a new user of the product and was unsure if the cannula was inserted properly in the infusion site. She could not remember what it looked like when she removed it. The device was discarded.

Manufacturer narrative:
The device was discarded and would not be returned for eval. We are unable to determine if any malfunction or defect could have contributed to the reported hyperglycemia. The customer reported smelling insulin, but could not remember whether it appeared that cannula had dislodged from the infusion site. A dislodged cannula could interrupt insulin delivery and contribute to high blood glucose. The omnipod user's guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." Qualification records were reviewed and the product lot met all acceptance criteria.